Event description:
It was reported that during a craniotomy excision of tumor procedure, 4mm cutting tool was attached as per surgeons' routine. Surgeon noted excessive vibration and chatter when in use. Scrub nurse disassembled the tool and attachment to check set up and bearings were seen to fall out of the attachment. This also occurred with the back up attachment when it was opened. A third set was opened and the procedure proceeded. At the time of the report, there was no known impact to a patient. It was also reported that there was no intervention performed, no damaged piece remained in the patient's body, and there was 10 minutes delay in procedure. The procedure was completed with backup product(s). Additional information was received stating that there was no impact to staff or patient.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the ball bearings falling out was confirmed and damaged the bearing at the distal tube. The likely cause of failure is a loose collet. It was also noted that laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy excision of tumor procedure, 4mm cutting tool was attached as per surgeons routine. Surgeon noted excessive vibration and chatter when in use. Scrub nurse disassembled the tool and attachment to check set up and bearings were seen to fall out of the attachment. This also occurred with the back up attachment when it was opened. A third set was opened and the procedure proceeded. At the time of the report, there was no known impact to a patient. It was also reported that there was no intervention performed, no damaged piece remained in the patient's body, and there was 10 minutes delay in procedure. The procedurewas completed with backup product(s). Additional information was received stating that there was no impact to the patient or staff.